Event description:
Company received a report of a cuff-leak on a 6dct tracheostomy tube. Customer reported that the patient was on a ventilator at the time and experienced a loss in volume. The tube was removed and replaced without incident.